Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Pt was injected in the nasolabial fold and marionette lines. The pt now has four bumps - three around the marionette lines and one on the right nasolabial. Physician lanced underneath the largest bump which came back from the lab showing only a high white cell count. Pt was already on antibiotic for other symptom not related to the hydrelle. Update (B)(6) 2010: I talked to (B)(6) today. The pt was originally injected on (B)(6) 2009. Nodules first appeared (B)(6) 2010. Her internist had her on antibiotics because of an ulcer. Pt was not seen until (B)(6) 2010. Physician lanced all of the nodules which was sent away for culture. She has been prescribed minocycline 100mg 2x per day for 21 days starting (B)(6) 2010. Updated (B)(6) 2010: physician recently had to lance a couple of abscesses again which were cultured and it came back negative.